Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber is broken within the outer flow tubing 3.25 inches from the control knob, between distal tip and control knob and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. There are no signs of detachment along the length of the fiber. The outer flow tubing open end exhibits minor scratch marks. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber was returned for analysis without any reported allegation. Analysis identified that the fiber is broken within the outer flow tubing. There was no information to indicate any clinical consequence.